Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 5.0mm x 20mm x 135cm sterling balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.